Manufacturer narrative:
The product evaluation was completed. The system was fully tested. The panels were removed to checked electrical connections. The electrical safety test was performed and passed. Performed a full system test in the surgeon status that was used during case. A full pm service was performed. The reported problem was not duplicated. The system was performing to specifications while testing. Manufacturing and sterilization records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported that during their second case in I/a the system turned off and would not restart. They tried a different socket and still the system would not turn on. The green indicator light on the computer was reported not on. There was no patient injury reported. Surgery was delayed two hours while a second system was set-up. No additional anesthesia was required.

Manufacturer narrative:
Additional information: medical assessment was downgraded to, not serious. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.